Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubes were under filling with a bd vacutainer® 9nc 0.129m plus blood collection tubes. This occurred on 21 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (4 of 4 complaints) it was reported that 21 tubes did not filled to the 100% fill all 21 tubes have not filled to the 100% fill. They all appear to hover right around the 90% fill line. Additionally, on (B)(6) 2020 the bd sales consultant provided the following additional information: was there multiple patients involvement? If so, please provide the following information for each incident: no patient results involved, these tubes were only being tested by taking blood from patients to see if they fill adequately but were not needed to test therefore not tested. Are patient identifiers available? If so, please provide a few (gender, dob, age, weight, etc.) There may be identifiers but not needed or documented. So for this purpose: no identifiers. Not available what is the product part and batch number? Sent them to westman to test fill level only, not run results). What is the date of event(s)? (B)(6). Was the course of treatment changed? If yes, provide the details. No. What is the frequency or occurrence rate (1 day, % of tubes affected, patients involved, how many test per day etc.) Random and sporadic but one thing is constant: as the expiry nears, the vacuum decreases and volumes needed are not met. Expiry of 1-2 months seems to show this. When expiry is 3 months or greater, issue is non existent. What is the labeled draw volume (2ml, 3mletc) 1.8ml how was the tube rejected (i.e.: at the collection, by the lab, by automated fill level sensing, etc.)? The machine the sample runs on indicates ¿low sample volume¿. Province of manitoba mandate is that when that happens, result is not recorded and sample is rejected. Patient is called in for a re draw. What was the tube¿s expiration date? End of jan. How was the tube drawn? By the eclipse straight needle. In rare occasion, a wingset (butterfly) is used. Was a discard tube used? If it is a wingset, then they use a discard. Otherwise no. Was a successful draw achieved with the same lot? Sometimes it is but it is lower volume than if the tube was a longer expiry date. Issue happens more frequently with shorter expiry dates. Is this happening with one particular: department, unit, and shift, time of day or person no, the only constant in this is the shorter expiry date. This team has been extremely diligent in doing all the correct preanalytical processes and are constantly trouble shooting. What was method of draw? Straight needle this one. Are you using a bd device to transfer the blood to a tube? No as they collect direct into a tube. If using a wingset were the fitting tight/secure? (Connection between threading luer adaptor to holder and male to female connection) yes, they have asked their collection team and reminded them several times. Have the tubes been exposed to extreme heat? No probably not as it is freezing in manitoba. How many locations affected (impatient, outpatients, etc.) About a dozen.

Event description:
It was reported that the tubes were under filling with a bd vacutainer® 9nc 0.129m plus blood collection tubes. This occurred on 21 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (4 of 4 complaints). It was reported that 21 tubes did not filled to the 100% fill all 21 tubes have not filled to the 100% fill. They all appear to hover right around the 90% fill line. Additionally, on 2020-01-13 the bd sales consultant provided the following additional information: was there multiple patients involvement? If so, please provide the following information for each incident: no patient results involved, these tubes were only being tested by taking blood from patients to see if they fill adequately but were not needed to test therefore not tested. Are patient identifiers available? If so, please provide a few (gender, dob, age, weight, etc.) There may be identifiers but not needed or documented. So for this purpose: no identifiers. Not available what is the product part and batch number? Sent them to westman to test fill level only, not run results) what is the date of event(s)? (B)(6). Was the course of treatment changed? If yes, provide the details. No. What is the frequency or occurrence rate (1 day, % of tubes affected, patients involved, how many test per day etc.) Random and sporadic but one thing is constant: as the expiry nears, the vacuum decreases and volumes needed are not met. Expiry of 1-2 months seems to show this. When expiry is 3 months or greater, issue is non existent. What is the labeled draw volume (2ml, 3mletc) 1.8ml. How was the tube rejected (i.e.: at the collection, by the lab, by automated fill level sensing, etc.)? The machine the sample runs on indicates ¿low sample volume¿. Province of manitoba mandate is that when that happens, result is not recorded and sample is rejected. Patient is called in for a re draw. What was the tube¿s expiration date? End of jan. How was the tube drawn? By the eclipse straight needle. In rare occasion, a wingset (butterfly) is used. Was a discard tube used? If it is a wingset, then they use a discard. Otherwise no. Was a successful draw achieved with the same lot? Sometimes it is but it is lower volume than if the tube was a longer expiry date. Issue happens more frequently with shorter expiry dates. Is this happening with one particular: department, unit, and shift, time of day or person no, the only constant in this is the shorter expiry date. This team has been extremely diligent in doing all the correct preanalytical processes and are constantly trouble shooting. What was method of draw? Straight needle this one are you using a bd device to transfer the blood to a tube? No as they collect direct into a tube. If using a wingset were the fitting tight/secure? (Connection between threading luer adaptor to holder and male to female connection) yes, they have asked their collection team and reminded them several times. Have the tubes been exposed to extreme heat? No probably not as it is freezing in manitoba. How many locations affected (impatient, outpatients, etc.) About a dozen.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for under fill with the incident lot was observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, the issue relating to under fill was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.